Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed the housing screws were missing. Testing revealed the display flickered and measurements were barely visible. The device was able to obtain readings and provide visual and audible alarms when parameters were breached. The failure was isolated to a contaminant on the led driver circuitry within the system board. A service history record review reveals this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device was not working properly and there were intermittent connections. The customer replaced the cable and sensor, but was still experiencing the same issue. No patient impact or consequences were reported.